Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: addr01 ipg, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead both exhibited high thresholds, noise and insulation breach. There was also ventricular pacing inhibition. Both pacing leads were removed and replaced. Post procedure patient felt poorly and felt palpitations. No further patient complications have been reported as a result of this event.